Event description:
Customer is reporting an error alarm on his insulin pump when she inserts a new battery. Current blood glucose level is 189 mg/dl. Customer states she has had multiple occurrences of the error alarm and advised that the pump will need to be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm after battery change due to a broken solder joint of a component on the interface board. The device had memory lost due to the error alarm anomaly. The unit also had cracked battery tube threads and broken belt clip slot at battery tube threads area.